Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. No physical damage to suction channels was reported and there were no obvious deviations in reprocessing. The following section of instructions for use describes the detection method: operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function. Operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using a gastrointestinal videoscope, the light guide lens was discolored. The event occurred during preparation for use. The diagnostic procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material in the suction cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (discolored light guide lens) was confirmed. In addition to the foreign material in the suction cylinder, additional evaluation findings were as follows: the angulation in the up direction was out of standard value, the connecting tube was corrugated, the connecting tube protector was broken, the universal cord was corrugated, the gap on the up/down knob was out of standard value, there was waterproof failure due to the deformed up/down and right/left knobs, the charged coupled device (ccd) lens was discolored and had a scratch, the light guide lens was broken, and the bending section cover adhesive was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.